Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the procedure after the bifurcated stent graft was deployed, the physician went to remove the delivery system before recapturing the tip capture. The sleeve appeared to get stuck on one of the anchoring pins and pulled the stent graft down approximately 2 cm; however, there was no endoleak noted. An aortic cuff was placed up to the renals and ballooned. The final angio showed what appeared to be a clot in the left renal and the physician decided to place a renal stent to trap the clot. The physician also noticed some narrowing in the right renal and placed a stent. The final angio looked good. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (delivery system attempted to be removed prior to recapturing the tip capture).